Event description:
Patient had original knee replacement on (B)(6) 2008. Has in recent time complained of significant pain. Under x ray the consultant was concerned that possibly the femoral component had become loose. Intra operatively the component appeared well fixed after much investigation the decision was made to remove the existing above mentioned femoral component.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.